Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 5.2-6.2cm and 6.4-6.8cm from the distal tip. The etfe coating was abraded at 5.3-5.5cm and 6.6cm from the distal tip. This is consistent with the observation from the field of noise. The reported fracture was not confirmed.

Event description:
It was reported that when the patient presented to the clinic, the iegms showed noise after an appropriate shock for vt. Fluoroscopy revealed what appeared to be a lead fracture. The lead was explanted and replaced.